Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Event description:
It was reported that on (B)(6) 2010, patient underwent posterior lumbar fusion procedure at l4-s1. Post-op, loosened pedicle screw and spinal canal stenosis at l3/4 were observed due to vertebral collapse at l4-5. Patient also suffered with adjacent segmental disorder. Patient will undergo revision surgery to add decompression and spinal fusion because neurological symptom at l3/4 was developed in the patient. The product didn't break.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.